Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the recorded period between (B)(6) 2019 and (B)(6) 2020, the right ventricular sensing amplitude was recorded between 18 mv and 20 mv. The analysis of the provided radiographs indicated a very tight suture sleeve, which might have contributed to the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported, that approx. 44 months after the implantation, oversensing on the rv channel was noted. This lead as well as the associated ICD remain implanted and active at the moment. The patient was hospitalized and a re-intervention is planned.